Event description:
It was reported that during an acl procedure, when performing the femur tunnel and trying to open the 9mm trunav retrograde drill, the doctor did not remove the drill from the bone and thus, the drill broke. It was removed with the help of the instrumental. The procedure was completed without delay using a s+n back-up device. No further complications were reported. The patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer supplied images finds the retrograde bit fractured from the actuator wire and outside the shaft of the antegrade drill shaft. The orange depth guide is also fractured. The second image shows smith+nephew product box confirming the complaint product. As of the date of this medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have contributed to the event. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The retrograde drill is attached to the actuator wire but fractured away from the shaft. The actuator wire is unattached from the grey slider. There is debris on the device a review of the customer supplied images finds the retrograde bit fractured from the actuator wire and outside the shaft of the antegrade drill shaft. The orange depth guide is also fractured. The second image shows smith+nephew product box confirming the complaint product. As of the date of this medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have contributed to the event. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.